Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow hazard alarms on (B)(6) 2021. Although a specific cause for the low flow events could not conclusively be determined through this evaluation, the account communicated that the alarms were due to hypovolemia. Additionally, the report of superficial driveline damage could not be confirmed through this evaluation as no images depicting the damage were submitted and no product was returned. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. Transient low flow alarms were captured on (B)(6) 2021. There were no other notable pump-related findings, and the device appeared to have operated as intended above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists potential adverse events, such as bleeding, that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This section also addresses how to care for the driveline and outlines indications of driveline damage as well as how to respond to such events. Under "postoperative patient care, " the IFU also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." This section (under ¿anticoagulation¿) also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7, ¿alarms and troubleshooting,¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii patient handbook rev. C is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 4 of the patient handbook, "living with the heartmate ii," contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for anemia, epistaxis, and hypovolemia. The patient experienced low flow alarms on (B)(6) 2021 and the log file captured low flow events on (B)(6) 2021. The cause of the low flow alarms was determined to be hypovolemia. The patient was given fluid bolus and received a blood transfusion and the low flow alarms resolved. Tape was noted on several places of the patient's driveline. Low voltage values were also captured while connected to the power module, and it was recommended to replace the patient cable. The patient was discharged on (B)(6) 2021. The patient's mobile power unit was replaced on (B)(6) 2021. Related manufacturer's reference number: 2916596-2021-02236.